Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during implant, the lead impedance was high. It is unknown whether the lead was implanted or not. Follow-up has yielded no further information. No patient complications have been reported as a result of this event.